Event description:
It was reported by the rep that the one tsw35 was used during a laparoscopic appendectomy procedure. It was reported that the instrument would not let go of the tissue after it had been clamped on and fired. It was reported tht the case was completed with another device.